Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 703. This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 703:xx was discovered and confirmed in the pump's event history by a baxter service technician. However, the problem was no reproduced and the root cause of this condition was not discovered. There have been no actions taken to correct this problem. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.